Event description:
Reported by healthcare professional as leaking tubing.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/feb/09. The access port connector associated with this report has not been returned. Only pieces of tubing were returned to allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the pieces of tubing however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."